Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer's blood glucose level ranged from 200-210 mg/dl. Reportedly, a new cartridge was filled and loaded and insulin delivery was resumed successfully.